Event description:
It was reported that the patient indicated that her device had "shut off on its own while going through security detectors" on 2 separate occasions within the last year. The patient also stated that she lost her patient programmer and antenna, but later indicated that she never had a patient programmer because her device was rechargeable. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information was reported that patient was not evaluated by the physician. The patient's outcome was no injury. The local manufacturer's representative saw the patient to review the charging procedure. Unfortunately the representative had no knowledge of this incident.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2005. Product type: extension: product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2005. Product type: extension: product ID 37651, serial# (B)(4). Product type: recharger: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387-40, lot# j0555546v, implanted: (B)(6) 2005. Product type: lead: product ID 3387-40, lot# j0555546v, implanted: (B)(6) 2005. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).